Event description:
A malfunction on the pump was reported by the customer. There was no reported impact to the customer¿s blood glucose level as it was unknown or declined to answer if it exceeded 500 mg/dl. Technical support assisted the customer with resetting the pump, and the same malfunction did not recur. The customer was advised to continue using the pump and to contact support if any further malfunction codes appeared.